Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump speaker volume had become quieter from when the customer received the pump. Reportedly, the volume was set at the maximum setting. Blood glucose level was approximately 70 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.